Event description:
The account reported in an incident per a medwatch report as follows: "event desc: the physician was performing a cryo bronchoscope on a pt. During use with the erbe cryo probe; the endoscopy technician noticed that the cryo probe catheter cover ballooning near the handle. The physician stopped the procedure; however, the catheter ruptured near the connection to the erbe machine. There was a loud noise that caused pain and ringing of the ear with the endoscopy technician. The endo technician was seen in the emergency department for an evaluation. The pt was not injured and the procedure was completed using another probe." Additional info provided by the customer was as follows: the technician suffered a punctured ear drum but since has recovered without complication. The dating of this report was based upon the receipt of the official medwatch notification from the account via FDA. It is unclear as to the initial aware date at erbe.

Manufacturer narrative:
The involved cryo probe was thoroughly inspected. No manufacturing defects were found with the probe that would have caused the reported issue. The second o-ring on the probe's connector was found to have been displaced from its mooring. The displaced o-ring kept the input gas from exhausting from the hose. A visual check of the involved o-ring revealed damage in the form of discoloration, swelling and irregularity. A microscopic examination showed cracks. The damage was most likely the cause of its displacement, but no determination could be made as to what caused the damage to the o-ring. No anomalies were found in the review of the unit's device history record (DHR). Per the product's notes on use, the device is to be checked prior to use each time (including its o-rings) for damage. To further address the issue, additional in-service work was performed on (B)(4) 2014 as well as (B)(4) 2014 with involved personnel at the medical center. The account is being made aware of the findings with follow-up inservicing to be completed. A review of (B)(4) 's complaint database did not show a systematic trend of the reported issue. Erbe USA, inc. Is now closing the file on this event.